Event description:
Complainant alleged that during an open heart surgery on a pt the device failed to discharge via electrode pads. Complainant indicated that the clinician switched from electrode pads to internal handles to continue treating the pt. Complaint indicated that there was no adverse effect to the pt due to the reported malfunction.